Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type:programmer, patient. Product ID: 3 889-28, lot# va10cbk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) setscrew would not tighten down on the lead. They could hear clicking from the screwdriver and then the hcp pulled on the lead and it slid out of the ins. They tried this 3 times and the intervention taken to resolve the issue was that the ins was replaced with a new one. The issue was resolved and the patient was alive with no injury. No surgical intervention occurred and no surgical intervention was planned. The ins was never implanted and would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins setscrew to be backed out too far. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.